Event description:
During routine testing of the device at the service center, the user reported the probe clip was missing. The monitor was originally returned for repair due to a failure to function when the probe clip was found missing. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.